Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose and insulin pump alarmed motor error. Customer's blood glucose was 371mg/dl. Customer treated with lantus injection. Customer stated had ketones. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No unexpected motor error alarms were noted. The insulin pump passed the displacement test and the basic occlusion test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. A corroded motor home switch was noted during the visual inspection. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a stained end cap sticker.